Event description:
The omnipod causes a severe skin rash that remains for weeks and limits the ability to rotate sites and does not allow for three days of wear, part of the issue is that the rash causes severe itching which dislodges the device and prevents insulin delivery which has caused hyperglycemia on occasions. Dates of use: (B)(6) 2015 - (B)(6) 2017. Diagnosis or reason for use: type 1 diabetes. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.